Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) 2013 the patient was hospitalized for blood glucose (bg) of 492mg/dl with ketones and seizure, with a diagnosis of diabetic ketoacidosis. The patient was reportedly in the hospital until (B)(6) 2013 on insulin pump therapy and has had no bg issues since being discharged. The reporter alleged that the reported incident was due to a bent cannula and the pump allegedly did not alarm for an occlusion when the cannula was bent. This complaint is being reported due to the allegation that the patient experienced severe hyperglycemia requiring medical intervention due to bent cannula and the pump not alarming for occlusion as expected.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s history was reviewed. There were multiple occlusion alarms observed in the alarm history. There was no data in the black box history from the time of the occlusions due to continued use. The daily insulin delivery totals were correctly reflected the user's programmed basal rates. During testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration was found to be within specifications. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. No occlusions occurred during testing. An occlusion was induced and the pump emitted the appropriate visual and audible "occlusion detected" alarm. The issue of the pump not emitting an occlusion alarm was not duplicated; there was no defect found during investigation.